Event description:
It was reported that cadd medication cassette reservoirs pump alarming no disposable, pump won't run. No patient injury reported.

Manufacturer narrative:
Other text: d5: operator of device: updated. H6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Corrected data: d4: correction: expiration date: 24-nov-2026, h4: correction: device manufacture date: 14-dec-2021.